Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge alarm 19 during bolus delivery. Reportedly, customer was able to successfully load a new cartridge onto the pump. Customer had elevated blood glucose (bg) levels (349 mg/dl). Contact stated a bolus will be delivered to stabilize bg levels. In addition, it was reported that the customer experienced low bg levels (60 mg/dl). Customer ate skittles to stabilize low bg levels. Recommendation was made to discuss diabetes management with customer's health care professional.